Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests result of 68mg/dl on (B)(6) 2017 at 09:37:00 am, fasting and test results from the meter memory. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms of low blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 107 and 132mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 129mg/dl (B)(6) 2017 12:27 pm fasting: yes, the 141mg/dl (B)(6) 2017 08:41 am fasting: yes, the 116mg/dl (B)(6) 2017 02:11 am fasting: no, the 98mg/dl (B)(6) 2017 11:18 pm fasting: yes, the 116mg/dl (B)(6) 2017 03:20 pm fasting: yes. Customer is managing his diabetes with an insulin pump. Customer is concerned with readings obtained with new truemetrix meter, in specific with the reading obtained (B)(6) 2017 at 9:37 am of 68mg/dl fasting. Customer states he tested immediately with another meter and obtained a reading of 101mg/dl fasting. Customer states if his blood sugar would have been 68mg/dl he would be experiencing symptoms. Customer is concerned that meter is reading lower, customer states it is concerning as that could make a difference in whether or not he takes his insulin. Customer states he has not had any recent changes in his daily routine.